Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one x-ray image and two electronic photos were provided for review. The x-ray film depicts the device in the right subclavicular region. Only a short segment of proximal catheter is seen. The distal catheter is faintly seen in the right heart. The photos show two containers in which one container is noted to have a port attached to a small catheter segment. Another container is noted to have the distal portion of the catheter. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years post a port placement in the jugular vein, the catheter was allegedly cut and migrated to the heart. Reportedly the catheter was removed by interventional radiology. The current status of the patient is reported to be stable.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos and image were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years post a port placement procedure in the jugular vein, the catheter was allegedly cut and migrated to the heart. Reportedly the catheter was removed by interventional radiology. The current status of the patient is reported to be stable.